Manufacturer narrative:
For the 2 reported complaints, 1 lot number was provided, and 1 lot number was not provided therefore, a lot history review was performed only for one malfunction. For both malfunctions devices were not returned for evaluation, however medical records were provided for review. Based on the medical records, the investigation is confirmed for migration and perforation for one malfunction. For the remaining malfunction, perforation and migration was confirmed, however, tilt was unconfirmed. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration and patient device interaction problem. The information was received from various sources. Both malfunctions involved patients with no reported patient injury. Of the two patients one is male and one is female age is ranged from 29-46 years. The patients' weight is not provided.